Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse found the erbe generator stuck on endless u-02 error loop. The fse replaced integrated electrosurgical unit (iesu) to resolved the issue. The system was tested and verified as ready for use. Isi received the iesu unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the customer reported complaint. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to another generator after the start of the procedure due to the erbe not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the integrated electrosurgical unit (iesu) generator displayed an error u-02. The operating room (or) staff contacted tech support to report the issue. The technical service engineer (tse) viewed system event logs and confirmed error 25913- u-02. The customer stated that he had power cycled the system twice, but the issue remained. The tse advised the caller that it was possible workaround however, it did not guarantee the error would not return. The tse suggested that the customer could also use a force triad electrosurgical unit (esu) connected via an energy activation cable. The customer stated that he was not sure if they had the equipment needed. The customer stated he would look and call back. The site was using the e-100 at the time of the call. The customer was able to find a force triad generator unit and energy activation cable. The tse had the caller confirm that energy was functioning properly before ending call. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.